Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip was in the incorrect position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first two clips were unable to properly load into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented some of the clips from properly loading into the jaws. The sample was received with 7 clips remaining indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips fall off the applier" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining indicating that 8 clips were fired by the end user. Upon functional inspection, the first clip in the channel was out of position and was unable to properly load. The next clip was also unable to properly load. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips fall out of the applier.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800530 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips fall out of the applier.